Manufacturer narrative:
The initial report noted that the customer (biomed) alleged the device malfunctioned and caused or contributed to a patient death; however upon subsequent investigation and communication with the customer (biomed and ICU clinical manager) it was determined the device malfunction did not cause or contribute to the patient's death. The clinical manager reported that there were several unsuccessful attempts to intubate the patient with a glidescope product. Intubation was successful utilizing a standard laryngoscope. There was an unknown delay in treatment. The device was received and tested by technical services and the intermittent image failure was confirmed. During the evaluations, a verathon test monitor and verathon test single use (su) blade were connected to the customer's smart cable. An intermittent image was observed when the cable was manipulated near the hdmi connector. The cable was replaced and the returned device scrapped.

Manufacturer narrative:
The smart cable was returned to verathon canada for further evaluation. During testing it was confirmed that when the smart cable was straight no image was present on the video monitor, when the cable was bent approximately 90 degrees the image became steady. A bulge in the cable was identified near the connecter of the smart cable. The material around the bulge was removed, the metallic sheathing around the signal wires had sustained damage, and one of the signal wires had also sustained damage. When the wires were manipulated only the damaged signal wire affected the image on the video monitor, the remaining signal wires did not have any impact on the image. The root cause of the damage to the smart cable could not be determined; however, verathon will continue to track and trend the malfunction for further occurrences. No corrective or preventative actions are required. The smart cable was scrapped.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image would cut in and quickly cut out when the cable was moved. No delay in the procedure or use of a back-up device was reported. The customer reported that patient passed away.